Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, johnson and johnson became aware of a social media posting received by the (B)(6). On (B)(6) 2013, the patient (pt) posted the following comments: "I may never regain my full eyesight in my right eye from wearing these lenses... Severe corneal ulcer and I followed the directions to a tee. Is a lawsuit forthcoming? I'm in..what does it take to put forth a lawsuit?&#62282; multiple attempts have been made for additional information. The date of the event, the lot number, and product availability for return for evaluation is unknown. No additional information is available at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. The following additional information was received from the respondent: on 30 september 2013, the blog respondent posted being diagnosed with a ¿severe ulcerated cornea infection¿ while wearing acuvue oasys brand lenses. The respondent reported being prescribed several types of drops and had numerous doctor visits. The respondent reported having a ¿scar and blurred vision¿ and the eyesight in the affected eye is 20/60. The lot number of the product discussed is not available. No additional information is available. If any further relevant information is received, a supplemental report will be filed. Section h-6: code 1793 - corneal scar, code 2137 - blurred vision.